Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported: "perforator did not disengage. A hole in the venous sinus appeared' "clinical consequences : intrusion of the superior sagittal sinus. Patient was returned to conventional hospitalization for neurosurgery. "Ongoing clinical monitoring: slight weakness of the right lower limb was noted."

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 perforator was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - visual inspection utilizing unaided eye performed: unit was mildly soiled and had a worn label. Spring test attempted: unit passed the spring test with no issues and functioned as designed. Functional test performed: unit successfully drilled 5 holes with no issues and functioned as designed. Based on the performed evaluation, the complaint condition could not be confirmed. Root cause - remains undetermined. Product was received for analysis and the investigation could not confirm the complaint condition. Possible root cause per the failure analyst ¿drill allows to be set incorrectly¿ or ¿user misuse.¿